Event description:
The device overheated during a procedure at the user facility, causing burn marks on the bone and device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results h3 other text : no product return per the customer.

Event description:
The device overheated during a procedure at the user facility, causing burn marks on the bone and device. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.